Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD), ra and rv leads was explanted due to a non specific reason but the ICD had been implanted for less than two years. Additional information from the field was received mentioning the patient was admitted to the hospital and had the whole system explanted some days afterwards due to patient exhibiting pocket infection. No additional adverse patient effects were reported.